Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, a field service engineer (fse) secured board connections of retractor band and used multimeter to check boards. Further the fse confirmed that the drawer cubies opened and closed successfully using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4c2 drawer failed, and the user was unable to resolve the issue. A master reboot was attempted; however, this worsened the issue, and the drawer became completely inaccessible. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.